Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for a lead revision, lead dislodgement due to twiddler syndrome was observed. Patient was asymptomatic. Lead had no capture issue as well. Lead was explanted and a new lead was implanted. Patient was stable post procedure.